Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with an alert. Upon interrogation hvli was noted. Possible cause of hvli is due to tissue in-growth. Pc shock was performed. Alert notified was turned off. The patient is stable.